Event description:
As reported, the physician implanted two elunir. Upon the deployment of the second elunir 3.5x33 stent, he encountered significant resistance in removing the balloon. His take was the balloon was stuck on the wire. Eventually, the clinical removed the wire and balloon and unfortunately upon doing first this, lost flow in the left anterior descending (lad). The patient ended up going to surgery and is now stable. Device will be returned for analysis.